Manufacturer narrative:
Submit date: 09/22/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's rate is pumping off. No additional information; follow-up attempts were made on (B)(6) 2016.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿unit's rate is pumping off.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.